Event description:
It was reported that the implantable cardioverter defibrillator (ICD) received multiple non-sustained right ventricular over-sensing (nsrvo) alerts due to post-paced t-wave over-sensing. The ICD was reprogrammed and the patient was in stable condition.